Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that one month after the implantation, low sensing and dislodgement were noted. The lead was repositioned. No adverse patient side effects were reported.